Event description:
A customer from the (B)(6) notified biomérieux of misidentification results when testing a patient sample with vitek® ms (ref. 410895). Vitek ms identified the organism as kytococcus sedentarius (99.9%). The strain was sent for 16s sequencing, and the identification obtained was kytococcus schroeteri. No culture set-up conditions were provided by the customer. Kytococcus sedentarius is included in the vitek ms knowledge database; however, kytococcus schroeteri is not in the database. There is no indication from the laboratory that the discrepant result led to any adverse event related to the patient's state of health. A biomérieux investigation will be initiated.

Manufacturer narrative:
A customer reported a misidentification of kytococcus schroeteri as kytococcus sedentarius with the vitek® ms (ref. 410895). An investigation was performed. Conclusion on the identification: regarding the information provided by the customer, the most probable identification is kytococcus schroeteri (identification obtained by 16s sequencing). Suspected cause of the issue : a system limitation because the tested species is not included in the vitek ms knowledge base v2.0. This system limitation is mentioned in the vitek® ms knowledge base v2.0 clinical us: manual ref 161150-296-a, page 1-11 "testing of non-clinically validated species or species not found in the database may result in an unidentified result or a misidentification."